Manufacturer narrative:
This report is submitted on 25 february 2021.

Manufacturer narrative:
This report is submitted on 24 september 2020.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2020 due to poor performance with device use.